Event description:
A patient reported experiencing inaccurate erratic results with a surestep original meter. The patient's blood glucose results were 55mg/dl, 130mg/dl. Tests were done 10-15 minutes apart with a difference of 66mg/dl. Tests were done 10-15 minutes apart with a difference of 66mg/dl in addition to the incident description. Patient did not experience any adverse events. No further information has been reported.